Event description:
The initial reporter advised shiley of the pt's death following an alleged outlet strut fracture of the pt's bjork-shiley convexo-concave aortic heart valve. According to the initial reporter, the valve "embolized to the pt's abdominal aorta". Copies of medical records subsequently received from the initial reporter indicated that the pt had collapsed at work and was brought to the emergency dept. Upon admission to the hosp, the pt appeared hypotensive, pale, and diaphoretic and was complaining of chest and back pain. An intra-aortic balloon pump was inserted in the pt and the pt was then sent to surgery to replace their aortic prosthetic heart valve. The pt's condition deteriorated in surgery and the pt went into cardiac arrest. Resuscitation efforts failed and the pt died before the valve could be replaced.